Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a 6f .070" extra backup right coronary artery (rca) sh 100cm vista brite tip guiding catheter was found to be cracked, preventing the physician from using it during a percutaneous coronary intervention (pci) procedure. The procedure was completed using another vista brite tip device. There was no reported patient injury. No damages were observed on the device or its packaging prior to opening, and the issue was discovered during preparation. A contralateral approach was not used. The device was not pulled or torqued by the hub, and it was stored and prepared according to the instructions for use (IFU). The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the hub of a 6f .070" extra backup right coronary artery (rca) sh 100cm vista brite tip guiding catheter was found to be cracked, preventing the physician from using it during a percutaneous coronary intervention (pci) procedure. The procedure was completed using another vista brite tip device. There was no reported patient injury. No damages were observed on the device or its packaging prior to opening, and the issue was discovered during preparation. A contralateral approach was not used. The device was not pulled or torqued by the hub, and it was stored and prepared according to the instructions for use (IFU). The user was trained in the use of the device. A non-sterile 6f .070 xb rca sh 100 cm catheter was received coiled inside a clear plastic bag and unpacked for evaluation. Visual inspection identified multiple kinks/bends along the catheter body at approximately 31, 33.9, 58.1, 80.5, 84.6, 90.5, and 94.5 cm from the distal tip, with no other visible damage observed. A flushing test was conducted and showed no leakage or functional anomalies, and no component damage was identified. Dimensional analysis of the inner and outer diameters near the damaged areas confirmed measurements were within specification for catalogue 67012700. No evidence of manufacturing defects or assembly issues was found, and the product analysis does not suggest that the reported failure was related to the manufacturing process of the unit. No corrective or preventive actions will be taken. The reported ¿luer hub-cracked¿ was not seen during the product analysis. The only damages noted were kinks to the body. The root cause of these damages cannot be determined; however, the findings are consistent with handling factors since no damages were noted prior to opening. The decision to discontinue use of a damaged device and replace it with a new one is consistent with the instructions for use. Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.